Event description:
It was reported that the autopulse platform was displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) message. After, the user advisory 45 was cleared by troubleshooting, the platform then displayed a user advisory (ua) 12 (lifeband not present) message. The customer tried multiple lifebands, however the issue would not resolve. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and found that the top cover and battery lock were damaged. From the condition of the platform, the damages appear to have been caused by normal wear and tear. The reported complaint of the platform displaying a user advisory 12 (lifeband not present) was confirmed as the platform displayed a user advisory 12 upon power up. The reported user advisory 45 (not at "home" position after power-on/re-start) was not duplicated during functional testing as expected, since initial information provided indicates that the ua 45 was successfully resolved with the customer by zoll technical support. The cause of the ua 45 was attributed to the customer not completely pulling up the lifeband prior to turning on the device. Further inspection of the device identified that the cause of the observed ua 12 was that the lifeband switch assembly was out of position. After, repositioning the switch back to its intended position, the ua 12 was cleared. Subsequent functional testing was performed and the platform performed as intended with no other user advisories or warnings exhibited. A review of the archive was performed and multiple ua 12 and ua45 codes were observed on the reported event date. Based on the investigation, the parts identified for replacement were the top cover and battery lock. In summary, the reported ua 12 was confirmed during functional testing as well as archive review and is attributed to the lifeband belt switch being out of its intended position. The reported ua 45 was confirmed through archive review, and was resolved directly with the customer by zoll technical support. The cause of the ua 45 was attributed to the customer not completely pulling up the lifeband prior to turning on the device. Following service, including re-positioning of the lifeband switch and replacement of the damaged parts, the device passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 03/10/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.